Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample tested on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The customer stated that the patient was treated due to the discordant result, but did not specify the type of treatment. The sample was repeated three times on the same instrument and resulted lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). During troubleshooting, the ccc specialist reviewed the instrument filter data and did not find evidence of an instrument malfunction. The ccc specialist discussed sample integrity with the customer, who acknowledged that they considered the issue to be sample-specific and that the issue was resolved. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.